Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 11/07/2014-product analysis: the device was returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed no evidence of shortened battery life. The pump¿s electric draws were found to be within specification. There was evidence of moisture on the pump¿s internal components. Unrelated to the complaint, the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed the contrast and up keypad buttons were intermittently responsive. There was evidence of keypad contamination found under the contrast, up, and down key contacts. Investigation revealed the display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.